Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 50 mm diameter abdominal aortic aneurysm. It was reported that the left contralateral limb occluded later on the same day of the index procedure. The physician stated that the cause of the event was due the proximal left common iliac artery was narrow and should have been modeled with a high pressure balloon. The patient received a fem-fem bypass and the occlusion was successfully resolved. No additional clinical sequelae were reported and the patient is fine.